Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("tubes being removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), urinary tract infection ("uti like pain") with urinary tract pain and fungal infection ("yeast infection"). The patient was treated with surgery. Essure was removed. At the time of the report, the salpingectomy, urinary tract infection and fungal infection outcome was unknown. The reporter considered fungal infection, salpingectomy and urinary tract infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti like pain") with urinary tract pain, fungal infection ("yeast infection") and migraine ("migraines"). The patient was treated with surgery (tubes being removed). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection, fungal infection and migraine outcome was unknown. The reporter considered fungal infection, migraine, pelvic pain and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraines and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality-safety evaluation of ptc. Event tubes being removed was deleted and added as treatment for pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ('tubes being removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("uti like pain") with urinary tract pain, fungal infection ("yeast infection"), migraine ("migraines") and pelvic pain ("pelvic pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the salpingectomy, urinary tract infection, fungal infection and migraine outcome was unknown. The reporter considered fungal infection, migraine, pelvic pain, salpingectomy and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraines and pelvic pain. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Events migraines and pelvic pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ('tubes being removed') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti like pain") with urinary tract pain, fungal infection ("yeast infection") and migraine ("migraines"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the salpingectomy, pelvic pain, urinary tract infection, fungal infection and migraine outcome was unknown. The reporter considered fungal infection, migraine, pelvic pain, salpingectomy and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraines and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Event pelvic pain updated as serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ('tubes being removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("uti like pain") with urinary tract pain, fungal infection ("yeast infection"), migraine ("migraines") and pelvic pain ("pelvic pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the salpingectomy, urinary tract infection, fungal infection and migraine outcome was unknown. The reporter considered fungal infection, migraine, pelvic pain, salpingectomy and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraines and pelvic pain . Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events migraines and pelvic pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.